Event description:
Procedure type: laparoscopy. According to the reporter: active cutting blade tip was noted missing upon re-entry to the abdomen. The tip was retrieved. There was no tissue damage, no unanticipated blood loss more than 250cc, and no delay in operative time by more than thirty minutes. A new device was opened to complete the case.

Manufacturer narrative:
(B)(4).